Event description:
Drill bit 310.63 broke inside femoral head. The physician was able to retrieve the pieces using a c-arm guidance and remove all fragments after approximately twenty minutes. Patient received prolonged exposure of general anesthesia. No other harm caused to the patient.